Event description:
Rn plugged in the brand new harmonic and was met with an error stating to replace instrument. Rn got another harmonic of the same type, plugged it in and that one worked. The issue was with the device, not with the console.